Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received..

Manufacturer narrative:
(B)(4). The device passed the homechoice rite (return instrument test / evaluation) functional test but failed the rite electrical ground bond test. The product analysis lab evaluated the device. The ground contact was cleaned and the ground bus resistance measured within the ground bond specification. The assignable cause for rite test failure - ground bond was determined to be corrosion on the ground contact of the power entry module. The power entry module will be scrapped during servicing. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply